Manufacturer narrative:
Medtronic representative went to the site to test the equipment. The representative reported that the digital visual interface (dvi) cable and adapter for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dvi cable and adapter were returned to the manufacturer for analysis. The cable and adapter were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor for the navigation system would flicker whenever the monitor moved. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.